Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included endometrial biopsy. Concurrent conditions included uterine bleeding, vaginal bleeding, dysmenorrhea, abdominal pain, constipation, endometriosis, menorrhagia, hematuria, arthritis, joint pain, pelvic adhesions and dysfunctional uterine bleeding. Concomitant products included for birth control and norethisterone acetate (aygestin) for endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure, robotic hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding. Diagnostic results: (B)(6) 2014 removal details, findings; there was an enlarged 8 week size uterus with an enlarged right ovary that was stuck in the posterior cul-de-sac with endometrial implant in the posterior cm-de-sac and adhesions to the right pelvic sidewall. Both tubes had small paratubal cyst on them. The appendix was normal. The majority of endometriosis was in the posterior cul-de-sac. (B)(6) 2015 pap test thin prep. Specimen adequacy: satisfactory for evaluation general categorization: epithelial cell abnormality. Interpretation: atypical squamous cells of undetermined significance. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received event " general abnormal bleeding, she did not undergo essure confirmation test" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.